Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons were not working. Customer's blood glucose level was 84 mg/dl. Customer stated that the esc and act buttons were not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked keypad connector on lcd board. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.